Event description:
Voluntary medwatch form received notes that the patient's right atrial lead exhibited undersensing. Programming changes were performed to resolve the issue; the device will continue to be monitored. No patient symptoms were reported.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5151691.